Event description:
Attempt to deflate foley catheter with 10cc syrigne 1.5cc. Solution returned in syringe. Gentle removal of catheter atempted with resistance noted. Urology consult required. Pt complained of discomfort at tip of penis.